Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. There are 6 screws and 2 rods from the oasys product line associated with this event in addition to the 6 blockers (cat # 48551000) listed in this report. Investigation is pending, reportability of the other devices will be re-evaluated once it has been completed.

Event description:
It was reported that "surgeon inserted screwdriver to explant blocker to remove oasys hardware due to infection. Surgery initially rotated screwdriver stating screw may be stripped. He pulled screwdriver out and reseated; once again stated that something was stripped. We handed him another screwdriver which was not stripped and proceeded to remove blocker successfully and continued procedure."